Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Continuation: 4195 implantable pacing lead 2009-(B)(6), 4076 implantable pacing lead 2009-(B)(6), 6947 implantable tachy lead 2009-(B)(6). (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) and had early battery depletion. It was noted that the left ventricular (lv) outputs were high. The device was explanted and replaced. No patient complications have been reported as a result of this event.